Manufacturer narrative:
The field service engineer replaced the da to mc cable to address the reported problem.

Manufacturer narrative:
A followup report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there no patient involvement.